Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was over 400 mg/dl. Troubleshooting was performed, and the programming on the insulin pump was checked. It was discovered that the customer was changing his infusion set every four days. The customer was not available to perform add'l troubleshooting. The customer's nurse was advised to have the customer call back to complete troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore,consider this report complete to the best of our knowledge.